Event description:
Patient was getting out of bed to the chair and was on a dopamine IV drip. The nurse noticed that blood began to back up into the tubing. When the nurse examined the tubing, a hole was found in the IV tubing. The whole IV tubing set up had to be changed out. While this was being done, the patient's blood pressure dropped. However, once the new dopamine drip and tubing was implemented, the patient stabilized.